Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker previously showed eight years remaining longevity. During the recent device check, the device showed three years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 31 microwatts; however, this device was consuming 64 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information from the field indicated that thedevice was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker previously showed eight years remaining longevity. During the recent device check, the device showed three years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 31 microwatts; however, this device was consuming 64 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. Additional information from the field indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker previously showed eight years remaining longevity. During the recent device check, the device showed three years remaining longevity. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The expected power consumption was about 31 microwatts; however, this device was consuming 64 microwatts and the power consumption was expected to continue to increase. The device should be replaced and returned for detailed analysis. The malfunction appeared consistent with other devices that have had continuous average power increases. As of this time, the device remains in service. No adverse patient effects reported.